Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]; the brush broke off [device breakage]; case description: a mother reported that her child of unspecified age and gender was using an oral-b rechargeable toothbrush, version unknown when suddenly the oral-b brushhead, version unknown broke off. The mother was worried as her child almost choked. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
06-jul-2016 product investigation results: the reporter returned an one toothbrush head on 06-jun-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Almost choked [choking sensation]; the brush broke off [device breakage]; product counterfeit [product counterfeit]. Case description: a mother reported that her child of unspecified age and gender was using an oral-b rechargeable toothbrush, version unknown when suddenly the oral-b brushhead, version unknown broke off. The mother was worried as her child almost choked. The case outcome was recovered. No further information was provided.